Event description:
While attempting intubation and lifting up firmly, blade came apart and pieces of blade flew everywhere. Patient and employee were not hurt. This was a trial of the equipment. Manufacturer was notified and took the blades for evaluation.